Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left anterior descending (lad) artery. The lesion was predilated with a non bsc balloon catheter. A 32mm x 2.50mm taxus element stent was used and advanced to the lesion. During the procedure,the physician noted that the stent distal shaft was broken. The procedure was completed with another of the same device. No complications were noted and the patients condition is good.

Manufacturer narrative:
Device evaluated by MFR.:the device was returned for evaluation. A visual examination of the returned device identified a break in the hypotube. The break was located at 14.8cm distal to the strain relief. The distal section of the hypotube break was kinked at various locations its length. No issues were noted with the profile of the crimped stent, balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left anterior descending (lad) artery. The lesion was predilated with a non bsc balloon catheter. A 32mm x 2.50mm taxus¿ element¿ stent was used and advanced to the lesion. During the procedure,the physician noted that the stent distal shaft was broken. The procedure was completed with another of the same device. No complications were noted and the patients condition is good.

Manufacturer narrative:
Age at the time: 18 years or older. (B)(4).